Event description:
Surgical bunion correction with osteotomies. Bone had been cut and was being fixed with surgical compression screws. As screw was inserted, screw driver tip sheared off inside head of the screw. The screw was in position and stable, the tip of the screwdriver was recovered and no harm was caused.